Event description:
It was reported that the pump alarmed "air-in-line detected". Patient stopped the pump, checked the lines. No "ail" found so the pump was restarted. The alarm was gone and it has been running ever since. Patient noted that the pump was very warm to the touch and raised concerns on whether the pump can overheat. Patient reported that they may have had prolonged sun exposure and wondered if this contributed to the "ail" alarm. No injury reported. I was reported that no further information was provided. Patient information is not available. Concomitant therapies reported as "inservio_sk_opsumit/veletri".

Manufacturer narrative:
Other text: d4: catalog number, lot number, expiration date, UDI section, g5: 510k and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be the alarming air in line was either a faulty air detector, or that the sensitivity for air detection was set too high, however this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. G1, email address: regulatory.responses@icumed.com.